Event description:
Litigation papers allege: patient was implanted with a depuy pinnacle hip on her right side on (B)(6) 2008. Patient lives with constant pain. She has not yet been revised. **patient is a resident of (B)(6). Update: (B)(6) 2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.